Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach, the capsule was still on the delivery system when it was removed from the patient. There was no harm to the patient and no repeat procedure was performed. They did not use a second capsule and they stopped performing procedures until full investigation will be performed.

Manufacturer narrative:
Investigation summary one bravo capsule and delivery device were received for evaluation. The returned sample meet specification as received by medtronic. The investigation found the device to function normally and within specifications. The visual inspection found that the plunger wasn't pressed until the end (6 ribs) and cause to capsule to nor detach from the delivery. A review of the device history record indicating that the product was released meeting finished product specifications, in addition bravo capsule was within assigned expiration date at the time of the reported incident. The investigation identified the root cause of the reported event to be mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach, the capsule was still on the delivery system when it was removed from the patient. There was no harm to the patient and no repeat procedure was performed. They did not use a second capsule and they stopped performing procedures until full investigation will be performed. The capsule will be returned for investigation.